Event description:
Reporter alleged obtaining a blood glucose result when inserting a test strip into the device prior to it being dosed with blood or control solution. It was stated the meter generated a result of lo once the strip was inserted and nothing was applied to it. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.